Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal a tampon fell apart leaving pledget pieces inside her vaginal cavity. She manually removed the remaining pieces and then also had a family member who is a medical professional check inside of her and nothing was found. She did not experience any adverse health effects.